Event description:
Report rec'd of delay in therapy due to power loss when the pump was unplugged from an ac power source. A mandatory medwatch form was rec'd from the customer which state: "pumps are unplugged all data is lost. Battery charges are not working. When units are unplugged, they completely stop functioning. They just received 18 new pumps. 7 of these have failed. 4 have already been sent back to abbott for evaluation/reapir." Add'l info was rec'd from the customer. Only one of the events was documented. The pump was set to deliver lidocaine at an unspecified dose and rate on the first channel, nitroprusside at an unspecified dose and rate on the second channel, and heparin at un unspecified dose and rate on the third channel. The pump was initially plugged in to an ac power source. When the pump was unplugged from ac power for pt transfer from the emergency room to the intensive care unit, the pump lost power and all porgrammed settings were lost. The customer contact reported that there was a delay in transferring the pt to the ICU as a result of the pump not functioning, but there was no reported adverse effect to the pt. Add'l event info was requested, but was not available.